Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all materials assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05217. It was reported that the rotawire broke. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ were used for treatment. During platforming, outside patient's body, it was noted that the rotawire was inside the patient but broke on a portion that was not inside the patient. The procedure was completed with another of the same burr and rotawire. No patient complications were reported.